Event description:
It was reported the patient's device was shocking her and 'hurting her legs.' It was also stated that the device was on "too high" and it was set at 8 volts. It was noted that the patient's programmer stopped working due to using rechargeable batteries. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on (b)() 2013 noted that the patient was going to the bathroom about 4 times a night and day with a loss of therapeutic effect. Symptoms changed about 2 weeks ago. There was no fall or trauma. The patient turned stim up about a month ago and it shocked her. The patient wanted to try different setting to see it will help her symptoms. The patient was on p1 @ 2.7v. The program was changed to p2 @ 0.3v. Program 2 was too high and was shocking her. The ins was turned off and stim turned down to 0. The patient then slowly increased stim to a comfortable level. The patient was constipated. The patient planned to see their healthcare provider in follow up. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v667542, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).